Event description:
The customer reported that the system displayed a collimator potentiometer error.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep reseated the leg extension to remove the table accessory installation error message. He could not duplicate the collimator potentiometer failure message. He performed a collimator calibration. The system operates as intended.